Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
When the patient pulled out the needle after an injections into the stomach, the point of the needle was observed to be missing. The patient went to the hospital and got an x-ray, but needle was not found at the injection site.